Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Implant date: 2018 foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported underwent revision approximately two years post implantation due to unknown reason. During the revision, the surgeon attempted to remove the dvr radius plate, but the screwdriver broke off at the first screw. A part of the screwdriver remained in the screw head and could not be removed. The operation had to be canceled. The patient is scheduled for a second surgery for removal. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported underwent revision approximately two years post implantation due to pain and discomfort brought on by a spur. The patient reported they could feel the implant. During the revision, the surgeon attempted to remove the dvr radius plate, but the screwdriver broke off at the first screw. A part of the screwdriver remained in the screw head and could not be removed. The operation had to be canceled. The patient later underwent a second revision on unknown date. The plate was removed. No further medical procedures are necessary. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Revision medical records provided were reviewed and noted the patient had spur and was feeling the implant and wished to have it explanted. X-rays reviewed noted volar plate and screw fixation is present. Alignment is anatomic. Overall fit and alignment of the plate and screw fixation is unremarkable. Bone quality appears normal. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.